Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-06105. Clarification to d6a implant date: partial date (B)(6) 2006. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphadenopathy" and "capsular contracture" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes swell up"; capsular contracture, baker grade iii; deflation.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patient's concerns with the product, "some inflammation in both implants", "pain across [their] back, and left armpit", "my lymph nodes swell up", "my breast itch from the inside out", and capsular contracture, baker grade iii. Patient also reported "my hands fall asleep", which is not device-related. Patient later reported "my left breast deflated overnight". Device remains implanted.